Manufacturer narrative:
E1 - address- (B)(6) e1 - city- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a foreign object is stuck in the scope. The event occurred during inspection to use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an accessory is stuck inside the forceps channel cannot be removed, an accessory is stuck inside the suction tube and cannot be removed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. However, a root cause for foreign object stuck in the scope could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.